Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture in this pacer dependant patient. The patient's physician reported the that the patient was very symptomatic due to the loss of capture. An invasive revision procedure was performed where it was noted that the lead had dislodged. The lead was explanted and replaced. There were no additional adverse patient effects. The lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.